Event description:
It was reported that during a pneumectomy dx procedure, the device partially stapled causing bleeding at the point wher the staples did not close on the lung artery. The bleeding was moderate. Another device was used to complete the case. No pt consequence.